Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the images provided were reviewed, and the fracture was confirmed. The clinical/medical investigation concluded that, per email correspondence, there was no patient injury as a result of this device related incident. The broken piece was removed with a tweezer, and the procedure was completed with a backup device without delay. No further medical assessment is warranted based on the information provided. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Per photos attached, a piece of the tip of the device broke off confirming the stated failure. The broken piece is shown in the photos. At this time device has not been returned for evaluation. A medical investigation was conducted and confirms per email correspondence, there was no patient injury as a result of this device related incident. The broken piece was removed with a tweezer, and the procedure was completed with a backup device without delay. No further medical assessment is warranted based on the information provided. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, during a tka procedure, while using a gii articular inserter/extract, it broke. The procedure was successfully completed without delay using a smith+nephew back-up device. No patient injury or other complications were reported.